Event description:
No additional info is available after multiple attempts.

Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a right coronary artery (rca) lesion. The physician was able to deploy the express2 otw 5.0 x 24mm stent without incident. However, upon deflation, the balloon would not deflate. The physician attempted to deflate the balloon by removing the inflation device and using a 20cc syringe to pull negative. While the balloon was inflated the pt did have an episode of sinus arrest for about 30 secs. The cath lab staff performed CPR and the pt regained a sinus rhythm. The balloon eventually deflated after being inflated for about 2 mins. No other pt complications were reported. Add'l info has been requested.